Event description:
It was reported that during a device check up visit an atrial lead impedance alarm was noted. It was noted that the patient had treatment of radio frequency ablation for the liver on the same day as the atrial lead impedance alarm occurred. There is no indication of intervention performed, and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant product: a3dr01 ipg implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Analyst commented, atrial lead impedance measurements of less than 100 ohms the weeks of (B)(6) 2013, (B)(6) 2014. Atrial lead impedance stable at approximately 425 ohms before and after each individual anomalous measurement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.